Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post magnetic resonance imaging (MRI), the device was found to be in backup mode with no defibrillation output available due to the device not being MRI conditional. Technical support was contacted and the device was restored to nominal settings. The patient was stable with no consequences.